Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 59 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported that the patient developed ischemia in the impella leg following ECMO cannula placement. An external bypass perfusion catheter was placed to return flow to the limb.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the limb ischemia. The failure mode will be monitored and trended. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿